Manufacturer narrative:
(B)(4). Batch # t5ad5f. Investigation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. In addition, two sr75 reloads were received. The reloads b & c were received fully fired. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: sr75, t5at1z fully fired. Reload c: sr75, t5a99y fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colostomy closure, most of the staples were unformed at the 2nd firing, and bleeding occurred. The amount of the bleeding was unknown. No blood transfusion was required. Competitor device was used to complete the case. No information about the patient¿s condition. No patient consequences were reported. No further information is available.